Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received ad 17 june 2019. Records indicate the patient received a right attune total knee arthroplasty. No allegations provided of patient injury or product failure, nor the report of revision. Doi: (B)(6) 2016. Dor: unknown, (right). Update: medical records received ad 07 february 2020 was reviewed on ad 21 february 2020. Doi: (B)(6) 2016. The patient received an attune primary knee arthroplasty to treat osteoarthritis of the left knee. The patella was resurfaced and competitor cement x 2 was utilized. The procedure was completed without complications. Dor: (B)(6) 2019. The patient received a right tka revision due to severe pain, progressive bone deformity, and tibial tray loosening. Upon entering the knee, the surgeon confirmed a grossly loose and debonded tibial tray at the cement to implant interface. Upon removal of the tray, the surgeon confirmed the bone deformity with visual identification of a large medial tibial bone defect. The femoral component was well-fixed but revised. The patella was well-fixed and retained. There was no reported product problem with the revised tibial insert. The patient was revised with competitor products. The procedure was completed without complications.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : medical records reviewed. This event has been determined to be a npi as there is no allegation of deficiency related to the identity, quality, durability, reliability, safety, effectiveness or performance of a depuy device after it was released for distribution. There is no report of an adverse event involving a depuy device.